Event description:
Boston scientific has become aware of the following event: in 2005, the pt had her final angio / ivus performed. The patient was asymptomatic at that time. The next day, the patient developed right leg pain from her buttocks to her calf (claudication). Two weeks later, the pt was evaluated by the sub-investigator and an ultrasound showed 70% stenosis of the right femoral artery. The patient underwent a femoral angiogram which showed severe stenosis in the right femoral artery with the appearance of an eccentric ruptured plaque. This was treated effectively with a perculnneous artherectomy device and balloon angioplasty. The patient tolerated the procedure well and was kept overnight. In sept 2005, the patient was discharged home pain free in the right leg. The investor's opinion is that the plaque rupture was probably a result of the angio/ivus performed in 2005.